Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a recharging antenna failure and a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they said when they were charging the ins the controller showed system error rm03. The patient (pt) let it cool off, hit the lock thing, and turned it off. Pt used an ice gel pack (to cool the area down) and tried again later, but got the same message. Pt said, when recharging the implant they lean on a pillow to recharge because they have to press against it to make a connection. Pt does not wear the belt, they are pretty big around the middle. During the call pt tried to start charging implant and immediately got the message that said: recharger problem cannot continue disconnect recharger and call the manufacturer. The issue was not resolved. An email was sent to the repair department to replace the device. To replace the rtm and send a belt.  During the call it was recommended pt try to use the belt, pt asked if there was an extension made for the existing belt, patient services (pss) was not sure but offered to send another belt to try. Patient mentioned that they lean against a pillow and it gets warm. Patient called back on stating that they got new rtm, but pt said they actually need a new controller. Pt said rtm was "working fine" but they need a new controller. Pss asked if pt had tried new rtm yet, pt said just when using controller on its own with nothing plugged in they would get an error telling them to call the manufacturer. Pss asked what the screen said, pt said they first got "rm03", then said the controller now just says "system error" and to call the manufacturer. Pss had pt use controller during the call and pt was able to unlock controller like normal (mentioned the battery on the screen was "very low"). Pt then plugged in rtm and said that rtm wasn't finding "it". Pss asked, pt said they were using old rtm and pss had pt try new rtm, but then pt disconnected the call. Pss called pt back and pt answered the call sobbing and said "this thing's not working, why can't you just send me the part you were supposed to send me" (pt kept saying they were supposed to be sent a controller). Pss asked if the controller/new rtm won't connect either, pt said no and controller won't recharge itself when plugged into ac power supply. Pss had pt clarify if controller won't start charging at all and pt said it "just says terminated". Pt then said controller port looked fine and that they are very protective of the controller. Pss tried to have pt troubleshoot more however pt was still sobbing at this point and wanted controller replaced as the controller issue started same time as events documented in this case and they had not been able to charge or get it to work since. The controller would not charge from the wall.  Pss reviewed from what pt described yesterday it was usually an rtm issue, but as pt was upset/crying and again said they were supposed to be sent a controller, and that they were getting error screens with nothing plugged in, pss emailed controller replacement to repair.